Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had more leaks and urgency yesterday after decreasing the stimulation. The stimulation was then increased. It was later reported that the patient was not emptying all the way and had to use a catheter and they were concerned. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no further complications reported or anticipated.